Manufacturer narrative:
(B)(4). Results: inconclusive - the actual used, explanted mesh was returned for evaluation. There was blood present on the product.conclusion: should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a cystoscopy and an obturator sling procedure on (B)(6) 2011. The placement of the left arm of the tape required several passes due to running into the bone during attempts to advance the needle guide. The tape was ultimately properly positioned. About three days after the procedure, the patient began to experience fever, nausea and vomiting. The patient went to the emergency room where she was found to have an elevated white blood cell count. An antibiotic was started and a CT exam showed fluid collection adjacent to the bladder 1.8 x 2.5cm and no bowel injury. Patient remained nauseated, unable to eat and complained of inner thigh pain. The mesh was removed on (B)(6) 2011. A culture and sensitivity was done on a portion cut from the sling. The results of the gram stain showed 1+ polymorphonuclear leukocytes, no organisms seen. A positive culture showed two colonies of candida albicans, no other pathogens cultured. The current status of the patient is no pelvic sepsis was found, her problem has improved, but is still under doctor's care.

Manufacturer narrative:
(B)(4) - infection. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.